Event description:
It was reported that the atrial lead exhibited noise. After a lead revision for the right ventricular lead, the anomaly was no longer noted. The atrial lead remained implanted. The patient was asymptomatic.